Event description:
It was reported that the xience v stent delivery system (sds) was unable to cross the lesion site in the mildly tortuous distal posterior descending artery. During removal, the sds experienced resistance with the guide wire requiring the system to be removed. The stent shifted from its original location and was noted as being flared. A new sds and guide wire were therefore used to continue with the procedure. No adverse patient effects were reported. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted the stent delivery system (sds) was returned without blood and contrast visible. The stent implant was dislodged from the balloon and was returned on the shaft. There were stretched struts in the first row and a flared strut in the fourth row of the distal end of the stent implant. There were stretched struts in the first and second rows of the proximal end of the stent implant. There were crimp marks on the balloon between the markers of the tightly folded balloon suggesting the stent was properly crimped at the time of manufacturing. The proximal end of the balloon was bunched. The inner member was bunched distal to the distal balloon marker, for a length of 1 mm and proximally to the distal balloon marker, for a length of 4 mm. The tip was wrinkled distal to the clear gap. The noted balloon, inner member, and tip damage is consistent with the reported difficulty to remove. The stent implant outer diameters were measured and met manufacturing criteria; however, the proximal outer diameters were measured distal to the noted damage and the measurements met the manufacturing criteria. The distal outer diameters could not be measured due to the noted damage. A pilot guide wire was returned frozen in the guide wire lumen of the sds and was protruding out from the tip of the balloon catheter, for a length of 189 cm. The guide wire was returned without blood and contrast visible. The entire length of the tip was measured and met manufacturing criteria. The guide wire was not able to be removed from the sds as it was frozen in the bunched inner member. Product performance engineering dissected the sds and revealed a dried flaky substance at the location where the inner member was wrinkled and frozen to the guide wire. The device was submitted the chemical lab for further testing to analyze the dried flaky substance to compare with hydrophilic coating and contrast. The results indicated that the substance on the ht pilot guide wire did not match with hydrophilic or contrast and remains unknown. It is possible that this substance a contamination which is similar to biologicals. However, the substance could not be matched with anything within the library. Although the anatomical conditions only reported mild tortuousity, failure to cross can be influenced by many factors and are not generally associated with a product quality deficiency. In this case, it appears the anatomical conditions likely contributed to the failure to cross. The difficulty to remove appears to be related to an interaction with the guide wire during and the sds guide wire lumen as a result of an unknown biological substance. The interaction between the sds and the guide wire appears to have subsequently led to the stent damage during removal causing an interaction between the stent and the guiding catheter which resulted in the reported loose stent. The interaction subsequently also contributed to the noted balloon bunching, inner member bunching and tip wrinkling. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other related incidents reported for this lot. In summary, based on this investigation, there is no indication of a product quality deficiency. All products are 100% visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility and stent dislodgement force prior to release of the lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.